Event description:
It was reported that, "implant put in sometime in 1995. Revised due to wear. No known causes. Hosp will not release biohazard."

Manufacturer narrative:
It is not possible to determine the cause of the reported wear of the polyethylene tibial insert as the reported device has not been made available for eval. X-rays and medical records were not provided and were not made available upon add'l request. The review of the prod complaint history for the reported lot of inserts indicated that no add'l events have been reported. Wear is known complication of total knee arthroplasty, which has been reported in literature. However, info provided indicates that the insert was revised after 13 yrs of svc life. The reported duracon tibial insert catalog # 6632-1-611 has been discontinued and is no more manufactured. Due to technological prod evolution duration-packaged duracon polyethylene prod is the only prod presently being manufactured under catalog # 6642-1-611. Should add'l info become available and the device is returned to stryker orthopaedics, this investigation will be reopened and a complete eval of this event will be performed and provided on a supplemental report.